Event description:
It was reported the customer was hospitalized with gastroparesis and dka. Company was unable to troubleshoot the unit since the batteries had been removed when pt was admitted and all the programming was lost.